Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. The patient experienced an adverse event on an unknown day following sensor insertion; no information was provided regarding the insertion site. On (B)(6) 2026, the patient was hospitalized due to an unspecified dexcom malfunction. Although additional attempts were made to obtain clarification of event details, no reply has been received. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.